Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the iol was required to be explanted from the left eye of the patient in a secondary procedure owing to the fact that the surgeon decided to change diopter. Suture was required during the procedure. Another lens of the same model with 21.5 diopter lens was used as replacement. There was no incision enlargement required during the explant procedure. There was no patient injury reported. No further information has been provided.